Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
Radiographs were received and examined. Radiographs showing the position of the components whilst in vivo were examined. The date on which the radiograph was taken is unknown. Estimated cup inclination (radiographic) = 59°, estimated cup version (radiographic) = 12°.